Event description:
It was reported that the right atrial lead exhibited loss of sensing. The lead was capped and replaced.

Event description:
New information notes: upon review, the lead should not have been submitted and did not cause a serious adverse event, and not likely to cause serious injury upon recurrence. The lead remained active in the patient.